Manufacturer narrative:
The user reported experiencing a hypoglycemic episode on (B)(6) 2025 that resulted in loss of consciousness while at grocery store. The user was found on the floor by emergency medical technicians (emts), who provided on-site monitoring until the user's blood glucose levels improved. The user declined transport to the hospital and was not prescribed any medication. The event was diabetes-related; however, the user was unable to recall the exact glucose values or the time of occurrence. During the event, the user reported that the transmitter was lost. Review of the data management system (dms) indicated that the transmitter stopped detecting the sensor on (B)(6) 2025 at 04:05 pm, when the sg value was 84 mg/dl. Although no low glucose alert was received at that time, glucose levels had been rapidly declining since 03:35 pm, which may have contributed to a lag in sg readings. A retrospective review of the sensor data for the two weeks preceding the event demonstrated stable sensor performance, good alignment with calibration values, and no anomalies observed the user resumed use of the system with a new transmitter on (B)(6) 2025, and dms review confirmed that the user is currently using the system with up-to-date information. The user's hcp was not aware of the incident, and the user was advised to follow up for further medical guidance. B4. Date of this report 08 nov 2025. G3. Date received by the manufacturer? 08 nov 2025. H6. Health effect -impact code updated to 4614. H6. Medical device problem code updated to 2993. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic episode that resulted in loss of consciousness. The event occurred at a grocery store, where the user was found on the floor by emergency medical technicians (emts) who responded to the scene. At the time of the call, the user reported feeling fine.the event was diabetes-related; however, the user was unable to recall the exact time of occurrence or glucose values. The user received treatment at the scene by emts, which included administration of glucose gel, consumption of coca-cola, and food intake. The user was not prescribed any medication following the event.the user's healthcare provider (hcp) was not aware of the incident. The user was advised to follow up with their hcp for further medical guidance.

Manufacturer narrative:
The user experienced a hypoglycemic episode that resulted in loss of consciousness. The event occurred at a grocery store, where the user was found on the floor by emergency medical technicians (emts) who responded to the scene. At the time of the call, the user reported feeling fine.the event was diabetes-related; however, the user was unable to recall the exact time of occurrence or glucose values. The user received treatment at the scene by emts, which included administration of glucose gel, consumption of coca-cola, and food intake. The user was not prescribed any medication following the event.the user's healthcare provider (hcp) was not aware of the incident. The user was advised to follow up with their hcp for further medical guidance.